Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarmed broken force sensor was detected during seating or regular delivery. The customer's blood glucose value was unknown. The customer hit ok button and insulin pump screen went blank and it restarted and the screen came up with a pump error. Customer stated that insulin was squirting out during the fill tubing process and insulin continue to drip after motor stops during the fill tubing process. Customer stated that they were unable to exit the load reservoir process. Customer stated that the rewind option displayed after an alarm. The insulin pump will not be returned for analysis.